Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery and m2 branch of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, a vasospasm in the cervical segment of the right internal carotid artery and in the posterior m2 branch of the right mca was noted. It was reported that vasospasm was treated with 20 mg of ia verapamil and the event was considered resolved. The vasospasm was reported to be a non-serious adverse event with a definite relationship to the penumbra system and a definite relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is included as possible complication in the instructions for use (IFU) for the penumbra system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2023-00074.